Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during use on a patient, the 980 ventilator in intensive care unit (ICU) auto triggers to more or less 100-200 beats per minute (bpm) randomly regardless of changes in sensitivity. The customer also reported that the ventilator fraction of inspired oxygen (fio2) was changing automatically. The patient was transferred to another ventilator. There was no patient harmed or injured as a result of this event.

Manufacturer narrative:
(B)(4).